Event description:
It was reported that this right ventricular (rv) lead was explanted due to a potential micro dislodgment. A new lead was successfully implanted and replaced. No additional adverse patient effects were reported.